Event description:
The ICD failed and as a result the patient had to undergo 2 other procedures while the practitioners tried to determine if there was a failure with the cardiac leads. Ultimately, the failure was found to be with the device, and it was replaced with another device. Diagnosis or reason for use: chronic ventricular fibrillation.